Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. No further investigation can be performed at this time as the adhesive has not been returned. If adhesive is returned, an investigation will be performed. Issue will be closed to no product returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. Section h4 (device mfg date) was updated based on returned product download. Section d4 (serial number) was updated from (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached prematurely. The customer reported that due to detachment, they became hypoglycemic with symptoms of confusion and disorientation. The customer had contact with a healthcare professional and was treated with oral glucose. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that the adc device detached prematurely. The customer reported that due to detachment, they became hypoglycemic with symptoms of confusion and disorientation. The customer had contact with a healthcare professional and was treated with oral glucose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. N/a was selected for g4 as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. The device manufacturing date is unknown. The date entered in itthe date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.